Manufacturer narrative:
The reported event of the device has an air in line (ail) sensor issue, was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of(B)(6)2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device <was/was not> involved in a production failure which correlates to the customer reported issue. The device was not returned to cad or the service depot for investigation or repair. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported that the device has an air in line (ail) sensor issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device has an air in line (ail) sensor issue. No additional information was provided. There was no patient involvement.